Manufacturer narrative:
The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once the final evaluation is completed.

Event description:
The customer reported , while in patient use the ventilator device display suddenly went blank. However, the device still ventilated the patient. The customer stated no patient harm or injury with this event.

Manufacturer narrative:
Results of investigation: a vyaire field service representative was able to verify the customer's reported issue. Bench testing revealed a fault within the front panel display. A vyaire field service representative (fsr) evaluated the device onsite and replaced the front panel display and the main power switch. After being repaired the device passed all testing and met all vyaire manufacturer specifications. If additional information becomes available we will reopen the complaint file and perform further evaluation of the complaint file.